Event description:
The manufacturer received information alleging the ventilator's screen was not viewable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd needs to be replaced to address the issue.